Manufacturer narrative:
Additional information was received on (B)(6) 2016. The catheter was in place for approximately 6 months. The adapter was repaired shortly after incident on (B)(6) 2016. There was no patient harm. The catheter is still in use in the patient.

Manufacturer narrative:
Submit date: 9/15/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the palindrome 28 catheter had a break at the venous adapter.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The physical sample was not available for evaluation; however, two photographs were provided for a visual inspection. The photographs showed that the blue adapter has a crack on the thread pitch area. As per the instructions for use, it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.